Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a faded and discolored display screen; the display screen was difficult to read. Unrelated to the complaint, multiple ¿low battery¿ warnings and multiple ¿replace battery¿ alarms were observed in the black box history. A partially discharged battery was installed in the pump multiple times and observed in the black box history. No damage was found to the battery compartment. The battery cap was not returned. A test cap was used for testing purposes; no power issues were noted. The pump case was removed; no moisture or contamination was found inside pump. No issues were found with the battery contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a faded and discolored display screen; the display screen was difficult to read. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.